Manufacturer narrative:
Additional information was received regarding patient outcome after the lens was re-positioned. The re-positioning surgery took place on (B)(6) "1016" and the surgery went as planned. The fellow eye surgery occurred on (B)(6) 2016. The patient returned on (B)(6) 2016 for a follow-up and the patient's best corrected distance visual acuity (bcdva) was 20/20 in each eye. The adverse event has been deemed resolved without sequelae as of (B)(6) 2016. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). To date the lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis toric intraocular lens (iol) was implanted in the right eye of a male patient on (B)(6) 2016. During the post op follow up visit, the patient complained of blurry vision. Upon further examination it was noted that the lens had rotated around 90 degrees; from 83 degrees to 168 degrees. A second surgical intervention to reposition the lens was scheduled. Additional information was received on june 17th 2016, and it was learned that the secondary surgical intervention was completed and the surgery centre will follow up on the patient's outcome. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was not returned to the manufacturing site for investigation. To date, the lens remains implanted and therefore a product investigation was not possible. The customer's reported event could not be confirmed. A review of the manufacturing records was performed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens was within specification in terms of optical and cylinder power. The in-line optical inspection data shows the lens is within power specification and the lens met the specified cosmetic requirements. A search on complaints revealed that no other complaints for this order number were received to date. The directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the results of the investigation, no product deficiency was identified. The customer's reported event could not be confirmed. All pertinent information available to abbott medical optics has been submitted